Event description:
Laparo/rectum. Reportedly, while using the device a metallic sound occurred. It was noticed that, the blade was broken and tip was missing. The broken piece was found in the cavity and was immediately retrieved. The surgeon used another device for the operation.